Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. After charging the pump, it did not turn on. Blood glucose was 480 mg/dl. The customer reverted to using insulin injections for insulin therapy.